Event description:
It was reported that during use of this drill guide, metal shavings were produced and not all of the shavings were retrieved. There was no reported injury or delay associated with this event.

Manufacturer narrative:
Investigation findings: the drill guide was received for evaluation. The evaluation was unable to confirm the reported problem. During a visual examination, there were no signs of metal shavings, burs or galling on the inner portion of this guide. Conmed linvatec will continue to monitor this product for failures.